Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "removed the original head and replaced it with this head. Had to remove it, to work on the liner (another company liner). While removing it, the head popped off and fell on the floor. Resterilized, washed in sink and dropped in betadine."